Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
We had a feedback received from patient on the use of his bd needles during administration. Product: bd ultra-fine 32g 4 mm. The nurse informed "this patient feedback his insulin needle shaft detached from the needle hub and left inside his tummy after injection. Reviewed injection technique, no issues". Is there any similar complaint from other hospitals? As this is the first feedback received on our side too. At this point, the patient would just like to put in the feedback but did not mention that he would need a replacement or refund for the batch he has on hand. Vcoyne on 29july2025: update/additional information from region: I have requested, still pending reply from ktph. The patient was fine, according to reporter. Still pending the lot number and expiry date of the product. I will update u once they come back to me.